Event description:
As reported by our european affiliate, during a transapical tavr procedure, after bav was performed, the patient had a hypotensive crisis and never recovered. Post bav, the team decided to continue with valve deployment. After valve implant, the patient went into cardiac arrest. Reanimation maneuvers and drug therapy with inotropes were started immediately. By angio it was seen that there were some obstructions of the interventricular artery (iva) and other proximal coronaries, not ostium. Angioplasty was immediately performed and an iabp was used. After all these maneuvers, the pressure increased but the patient suffered from pulmonary edema. Manual CPR continued for 45 minutes. The valve implant was "good¿ and the patient was transferred to ICU. It was reported that the patient expired later that evening, possibly due to bleeding from the right ventricle as a result of the extended period of CPR. The perceived cause of the initial hypotension was coronary disease, not studied well with coronary angiography. Low blood pressure and hypertrophic ventricles caused an ischemic circle, without a solution.

Manufacturer narrative:
Pre-procedural CT images and procedural cine was provided to edwards for review. The images were reviewed by an edwards physician, and the following observations and impressions were provided: observations: cine - mild-moderate aortic valve calcification, no porcelain aorta, moderate mac; 50-60% stenosis in the rca, lca good flow, no significant stenosis; bav performed with 20mm bav, not sealing the annulus; good image intensifier angle; poor coaxial alignment of the valve and delivery system with medial bias of the wire ; no images of valve deployment. Next image shows valve deployed with significant ar. Limited flow in the lca and lcx, with possible thrombus or spasm; CT; on CT, the native annular leaflets appeared moderately calcified; there is an area of calcium on the annulus, and there is calcium at the origin of the left main. Impressions: after bav there was severe hypotension; this can be related to multiple factors, including embolization into the lad/lcx. There is no root shot with coronary images provided post bav; however, on imaging during positioning of the valve, the coronaries are compromised. On post valve deployment imaging there is evidence of massive embolism into the lad and lcx, possibly related to inadequate heparinization, and/or coagulation disorders. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, it appears that the hypotension after bav was due to underlying coronary artery disease and embolization to the coronaries. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.